Event description:
During a hip arthroscopy, the physician was using a 90 degree microfracture pick on the affected cartilage within the hip and the tip of the pick broke off inside the hip joint. The surgeon had to use extra fluoro and place an extra access port into the hip to retrieve the tip. The tip was sucked out and ended up in the suction cannister. The broken pick was given to risk.